Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the initial final test and initial alarm volume test. A review of the event trace revealed several ¿blower demand exceeded alarm¿ conditions and several ¿inop¿ alarm conditions. The event trace indicates that the "blower demand exceeded alarm" conditions are preceded by alarm conditions that indicate the presence of a significant patient circuit leak. These preceding alarm conditions include "low ve alarm", "low ppeak alarm", "low peep alarm", and "high breath rate alarm" which repeatedly trigger then recover along with the "blower demand exceeded alarm" condition. The presence of a patient circuit leak in excess of the 30lpm leak compensation capabilities of the ptv ventilator can result in continuous peak blower operation while the ventilator attempts to meet the breath requirement settings of the patient. The main board was replaced as a precaution for the "inop" alarm conditions that were found in the event trace.

Event description:
It was reported that the ventilator had overheated and stopped ventilating. It is unknown if the ventilator had an audible alarm when the reported problem occurred. No patient harm reported.